Event description:
Additional information received per the medical records indicate that the patient has a history of severe chronic venous insufficiency with right leg cellulitis and super-super morbid obesity. The filter was implanted prior to planned major abdominal surgery. The filter was deployed via the patient's right femoral vein. The filter was placed at the l2-l3 level. The patient tolerated the procedure well.   The results of computed tomography (CT) scans done approximately fifteen years and five months years after the index procedure indicate that the filter struts penetrated 3 mm through the wall of the inferior vena cava (ivc) into the pericaval/mesenteric fat. A left strut was fractured with 2 mm of overlap. The filter was tilted anteriorly with its cone penetrating through the wall of the ivc into the pericaval fat. "This may render the filter non removable." Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter strut(s) outside the inferior vena cava (ivc) and the device was unable to be retrieved. The patient also experienced fear and anxiety related to the filter. The patient became aware of the reported events at the time of the CT scan. There has been no documented attempts to remove the device. The ppf and scan results state that the filter was unable to be removed because the filter struts penetrate 3 mm through the mesenteric fat.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt anteriorly with its cone penetrating the inferior vena cava (ivc) wall which may render the filter non-removable, is fractured and perforates the ivc wall. The patient reported becoming aware of filter tilt, perforation of filter strut(s) outside the inferior vena cava (ivc) and the device was unable to be retrieved, approximately fifteen years and five months post implant. There has been no documented attempt to remove the filter provided. The patient also reported anxiety related to the filter. According to the medical records the patient has a history of severe chronic venous insufficiency with right leg cellulitis and super-super morbid obesity. The filter was implanted prior to planned major abdominal surgery. The filter was placed via the patient's right femoral vein and deployed at the l2-l3 level. The patient tolerated the procedure well. Approximately fifteen years and five months post implant the patient underwent a computed tomography (CT) scan. The results of the scan noted that the filter struts penetrated 3 mm through the wall of the inferior vena cava (ivc) into the pericaval/mesenteric fat. A left strut was fractured with 2 mm of overlap. The filter was tilted anteriorly with its cone penetrating through the wall of the ivc into the pericaval fat. "This may render the filter non removable." There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt anteriorly with its cone penetrating the inferior vena cava (ivc) wall which may render the filter non-removable, is fractured and perforates the ivc wall. The indication for the filter implant was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include operator technique, patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted anteriorly with its cone penetrating the ivc wall which may render the filter non-removable, is fractured and perforates the ivc wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.